Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. This failure does not indicate a defect in the product. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union and infection. The im nail was replaced with a 10 mm x 380 mm im nail per the sign technique manual. Surgeon comment: "very delayed care. Severely comminuted tibial and fibular fractures. Significant soft tissue loss. Bone protruding, non-aligned at 5 months. Started with wound care, then operative reduction and ex fix, then due to lack of stability, im nail. Bone and nail exposed at distal tibia, so bone graft from fibular fragments and a posterior rural fasciocutaneous flap. Flap failed. Non-union and screw displacement, along with significant drainage from bone gap; im nail replaced with larger 10 cm nail and better screw placement, with eventual bone stability and soft tissue healing, but significant shortening of leg."